Event description:
While transferring resident with a floor lift from a gurnery to her wheel chair and raised about four feet from the floor, the boom broke, there was a breaking sound and the hanger bar assembly let go with no warning. Cca's (staff) were not able to break the fall. The resident landed on her back and the hanger bar fell away from her. The resident landed between the legs of the lift. The facility administrator mentioned the resident suffered fractured vertebrae and was taken to ER, but no further info was available.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.